Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided or upon completion of analysis should the device be returned.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and this implantable defibrillation lead were explanted due to high out-of-range shock impedance measurements greater than 125 ohms. No additional adverse patient effects were reported.